Event description:
It was reported that during maintenance the e360 ventilator had an oxygen sensor error. There was no patient involvement. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.